Event description:
The report from the affiliate indicated that this pt experienced a thrombosis of two cypher stents, approx five days post implantation. This was treated with aspiration thrombectomy and re-intervention (ptca). This pt was admitted to the hospital with a chief complaint of unstable angina. The pt was currently taking aspirin. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, long (30mm), non-calcified, c-type lesion in the proximal to mid lad. A bolus of 10,000 units of heparin was administered via IV. Act's were not measured. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was predilated with a 2.5 x 13mm balloon inflated to 22 atms for 120 seconds. A 2.5 x 18mm cypher was deployed to 16 atms for 30 seconds in the distal portion of the lesion. A second cypher (3.0 x 18mm) stent was deployed to 12 atms for 30 seconds.